Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical japan for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using both test pads and the returned pads without duplicating the report. It was recommended that the multifunction cable (mfc) and the CPR connector be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze the patient's heart rhythm. Complainant indicated that the clinician obtained another set of pads to continue treating the patient; however, the malfunction persisted. The paramedics obtained the original AED bystanders were using on the patient and were able to successfully discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.